Event description:
Related manufacturer reference number: 2017865-2022-48867. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was undersensing low amplitude r-waves from the right ventricular lead. The ICD was explanted and replaced. The right ventricular lead was capped and replaced on (B)(6) 2022. There were no patient consequences.